Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic at an unknown date. It was noted that the atrial lead exhibited undersensing. The patient was scheduled for an atrial flutter ablation. During the ablation the patient underwent fluoroscopy. It was noted that the lead had dislodged. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.